Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification) and observed 1 opening assessed as surgical damage like. Additional observations: ¿ observed delamination total of the plug strap assessed as cohesive failure. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported, right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.